Manufacturer narrative:
Additional information was added to h3, h6. H10: the device was received, however the reported condition is already known, therefore an evaluation was not completed. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white twist clamp of minicap transfer set was separated from the silicone tubing. This was noticed during use of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury associated with this event, however, the patient was given prophylactic antibiotics. No additional information is available.